Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 3. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 3231 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.

Manufacturer narrative:
(B)(4). Review of the device logs revealed an increased intraperitoneal volume (iipv) during cycle 3 when device user drained out 3231 ml, which was greater than the largest prescribed fill volume of 2000 ml and met iipv criteria. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The device functioned normally during pal testing. The device was determined to meet functional and electrical performance specification requirements. The assignable cause of the iipv was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow/ no flow occurred above the minimum drain volume threshold. External & internal visual inspections revealed no problems. Per the service history review, no issues were identified that may have contributed to the issues of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).